Manufacturer narrative:
See attached - attachment: [wd011615-02.pdf].

Event description:
Allegedly, underwent surgery of a total prosthetic hip device on her left side, because of increasingly worsening problems with her left hip, following her 2010 surgery. Plaintiff underwent a second left hip surgery. The parts was unreasonably dangerous because the process in the body of the patient whereby metal components rubbered on other metal component parts and caused metal to break off of the system parts and become permanent contaminants within the patients bodies, including plaintiff herein and causing the patients permanent physical and systematic injury.

Event description:
Allegedly, underwent surgery of a total prosthetic hip device on her left side, because of increasingly worsening problems with her left hip, following her 2010 surgery. Plaintiff underwent a second left hip surgery. The parts was unreasonably dangerous because the process in the body of the patient whereby metal components rubbered on other metal component parts and caused metal to break off of the system parts and become permanent contaminants within the patients bodies, including plaintiff herein and causing the patients permanent physical and systematic injury.